Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. Sensor passed per specification with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle only sensor. Also found cannula bent, unable to confirm if customer received sensor in said condition due to customer returning opened/used.

Event description:
Customer reported that he did not receive a lost sensor alert when he should have. During troubleshooting, customer checked the alarm and still did not see that a lost sensor alarm had been returned. Customer also reported having a bent cannula when the sensor was removed. Blood glucose level was 86 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.